Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) experienced foreign matter in device cannula. The following information was provided by the initial reporter: had black dirt in the middle of the needle, after opening the package. Separate defective device for analysis and used another device for puncture. Since the material was considered contaminated, it has been discarded and no evidences have been registered.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) experienced foreign matter in device cannula. The following information was provided by the initial reporter: had black dirt in the middle of the needle, after opening the package. Separate defective device for analysis and used another device for puncture. Since the material was considered contaminated, it has been discarded and no evidences have been registered.